Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were successfully implanted, reducing mr to a grade of 2+. On (B)(6) 2025, the patient underwent a mitral valve replacement due to being symptomatic from mitral regurgitation and a mr grade of 4+. It was noted that one of he implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information available, a cause for the reported single leaflet device attachment (slda) resulting in mitral valve insufficiency/regurgitation (mr) could not be determined. The reported poor image resolution could not be determined. Mitral valve insufficiency/regurgitation (mr) is a known possible complications of mitraclip procedures. The reported surgical intervention was the result of case-specific circumstances. There is no indication of a product issue related to manufacturing, design, or labeling.